Event description:
Customer reported an issue with the incorrect time settings on their device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in updating the pump time, advised them to monitor for any future discrepancies, and to follow up if the issue recurs. The customer understood and acknowledged the guidance provided.